Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported in a clinical follow up that the patient's implantable cardiac monitor (icm) exhibited undersensing. The icm will continue to be monitored. There were no patient consequences.